Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on october 2024 by the asia pac j sports med arthrosc rehabil technol ¿retrospective cohort study comparing postoperative joint stability between all-inside pcl reconstruction technique and conventional pcl reconstruction technique in patients with multiligament knee injury.¿ the study reviewed 20 patients identified acl/pcl instability with the bioabsorbable interference screws and tenodesis screw that resulted in prominent screw positioning in 1 patient during the 8-year follow-up. Ref: buranapuntaruk t, boonchaliaw n, itthipanichpong t. Retrospective cohort study comparing postoperative joint stability between all- inside pcl reconstruction technique and conventional pcl reconstruction technique in patients with multiligament knee injury. Asia pac j sports med arthrosc rehabil technol. Oct 2024; 38:9-13. Doi: 10.1016/j.asmart.2024.07.001.